Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related MFR reports: 1627487-2021-02327, 1627487-2021-02328 and 1627487-2021-02330. It was reported two of the patient's drg system leads were replaced due migration. Stimulation therapy was reportedly restored postoperatively. It was undetermined which of the leads had migrated. Therefore, all possible devices are being reported.